Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was not confirmed. The probable cause could not be determined . The reported event of a pair new transmitter was not found but the finding of a transmitter failed error in the investigation window is reportable. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined (*as the allegation was not found). In addition, transmitter failed error was found in connection to the reported allegation. The reported event of pair new transmitter alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.